Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. No anomaly was found on the header that is related to the field concern. Electrical, thermal, and mechanical stress tests were performed. The device exhibited normal device characteristics with battery voltage above the elective replacement indicator level. Longevity assessment was performed, and the device was within appropriate remaining longevity.